Event description:
It was reported the controller ii surgery system was not generating plasma intra-operative. A closer inspection of the controller found the wand port appeared burnt. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR info: the pt's initials, age, gender and weight were not provided.